Manufacturer narrative:
The customers reported complaint of returned pump module failing rate accuracy test was confirmed during the investigation while the unit was tested. Test results confirmed the unit failing both asm (version 9.8) rate accuracy test and attempts to perform rate calibration when attached to a cad pcu. Subsequent device disassembly identified all internal bosses damaged on the bezel (date code (B)(6) 2014) assembly. Four bosses were identified separated and two bosses were cracked. Previous investigations have shown damaged/broken bezel bosses contributing to the failure of rate accuracy test results inadvertently under and over infusing fluid flow. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). .

Event description:
The customer sent the device to the service depot with a complaint that it failed rate accuracy. At the request of d. Penny, tech cad, the device was requested for a cad investigation. There was no report of patient involvement.